Event description:
Customer's mother called to report the damage to the insulin pump. The belt clip broke, the insulin pump pulled from the site and fell through stadium bleachers to the ground. Caller stated that the customer's blood glucose reading was 440 mg/dl last night; corrected and the blood glucose reading came down to 72 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump received with cracked case at lcd window corners, battery tube threads and case. The insulin pump received with broken off and missing end cap. Unable to perform any test due to physical damage to insulin pump. The insulin pump received with missing display window.